Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A non-conformance investigation (nci) was opened and later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to have functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic system vitrectomy did not cut. The surgery was completed. Details of procedure and patient impact was reported. Additional information has been requested but none received till date.